Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 4 years and 8 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to mitral insufficiency. According to the operative report: "this patient is a (B)(6) year-old who initially presented in 2006 with acute papillary muscle rupture and acute myocardial infarction requiring emerging mitral valve repair and coronary grafting times one. She developed recurrent shortness of breath and fatigue and was found to have recurrent 4+ insufficiency with marked pulmonary hypertension...we then entered the left atrium directly and exposed the mitral valve, which was somewhat difficult due to the size of the atrium and the depth of the valve. The valve was then elevated into position. The previously placed circumferential ring was in a good position and well endothelialized and then carefully excised. Once the ring has been excised, we then pulled up the anterior leaf of the mitral valve, sacrificing this leaflet and removing the previously placed gore-tex cord. The posterior leaflet and its subvalvular structures were entirely spared. We then placed the circumferential everting 2-0 sutures of the mitral annulus bringing the needle ends up to the sewing ring of the chosen 29mm pericardial valve [edwards valve]. The valve was then lowered nicely into position." Furthermore, the surgeon has noted that the reason for explanting the valve was not related to a device malfunction; the reason was patient related.